Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd rapid detection of sars-cov-2 veritor¿, 10 false positive results were obtained. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: nurse reported 4 fp on the first box; 4 fp on another and 2 fp on a third box all in the same lot.

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1244656. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified.

Event description:
It was reported that while testing with bd rapid detection of sars-cov-2 veritor¿, 10 false positive results were obtained. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: nurse reported 4 fp on the first box; 4 fp on another and 2 fp on a third box all in the same lot.